Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced on (B)(6) 2018. The patient received inappropriate shocks. Lead damage was observed under fluoroscopy; shock coil wire was exposed and extruding from lead body.